Event description:
During a procedure to break up and remove kidney stones, an ultrasonic lithotriptor suction hose was incorrectly inserted into the roller pump. Instead of suctioning debris from the fractured stones, air was pumped into the patient's kidney. Following discovery of the misconnection, the hose was reversed in an attempt to recover from the mistake, but the patient went into cardiac arrest and expired shortly thereafter.